Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported a power on reset (por) that was seen on the clinician programmer (cp). No trauma/falls were related. No emi issues had occurred and the patient had not known of a por event. The cause was unknown and the patient was going to monitor this with the patient programmer (pp). There was no loss of therapy. It was then stated that there had been a loss of therapy 3 months ago. It was discovered the implantable neurostimulator (ins) was turned off and then it was turned on. Then last month the patient had lost some therapy. They went to their healthcare provider (hcp) for reprogramming. It was suspected the por occurred at this time. There was good therapy benefit after reprogramming and until the day of this report. A serial number entry was required. There were no low or end of service (eos) messages. Relevant medical history included urinary dysfunction/sacral nerve stimulation. No follow-up was required.